Event description:
It was reported that one tooth on the edge of the blade broke off during surgery. No injury reported.

Manufacturer narrative:
Evaluation: no product has been received to date. Product is expected. Once the product is received and evaluated a follow up report will be submitted.